Event description:
It was reported that a patient experienced a dental implant loss. Customer reported that they had swollen gums 3 weeks after placement. Upon touching the healing abutment it felt loose, but moved with the implant. With a simple twist, the implant came out together with the abutment.

Manufacturer narrative:
This event has been deemed not reportable in countries other than the us. EU: it does not meet the criteria of a serious incident and reflects a documented inherent device risk; the event is deemed not reportable to the ca but will be documented and monitored through post-market surveillance. Br: not registered/marketed. Jp: not registered/marketed. Au: event occurred overseas. Ca: event occurred in a foreign country with a class iii device.